Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported, she stopped using and charging the scs system approximately two months ago due to her pain being under control. Additionally, it was reported, the pt's programmer and charger are unable to communicate with the ipg. As a result, the pt's ipg is inoperable. The pt may undergo surgical intervention to address the issue at a later date.